Event description:
Attorney alleges plaintiff has physical symptoms which are not yet severe. Attorney defines physical symptoms as breast pain, breast hardness, breast lumps, loss of sensation in breast, loss of nipple sensation, buring sensation in breast, nipple discharge, inability to breastfeed and arm/neck pain.